Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the physician found an insulation break on the right ventricular lead. The lead was capped on (B)(6) 2017. The patient's condition post procedure was stable.